Event description:
This report was received from (B)(6) and is a spontaneous report by a baxter employed nurse from (B)(6) of diarrhea and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced diarrhea. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized the same date. The cause of the peritonitis was diarrhea. On an unreported date in (B)(6) 2011, the patient began remedial treatment with fortum (1g ip, frequency not reported), vancomycin (1gm ip, frequency not reported) and fluconazole tablet (200mg daily). It was unknown if the event of diarrhea had resolved. The event of peritonitis was resolving. Dianeal pd2 ultrabag therapy was ongoing. The nurse felt the event of peritonitis was unrelated to dianeal pd2 ultrabag therapy. A causality statement was not provided for the event of diarrhea.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through ncr (B)(4). The cause of the reported condition of peritonitis is undetermined.